Manufacturer narrative:
Internal file number - (B)(4). Correction: required intervention box checked. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and a definitive cause for the single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) could not be determined. A clinical review of a video clip showing only a part of the grasping process was provided and concluded maybe the clip is too close to accommodate correctly the leaflets and this may have caused the slda. Two clips were implanted, reducing mr to 1. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: a second mitraclip procedure was performed on (B)(6) 2018, to further reduce mr. Two clips were implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet detachment (slda) and increased mitral regurgitation (mr). It was reported this was a combination mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4 and functional mr with a grade of 3. Two clips were deployed on the tricuspid valve, reducing tr to 1. One clip was implanted on the mitral valve, reducing the mr to 1. Approximately one-hour post-procedure, the clip that was deployed on the mitral valve had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 3. Additional treatment was not performed. The patient is stable. One clip was implanted, mr is 3. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.